Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated after he puts his bed up and needs to lower it, the bed slips when going down. Then the head section would slam down.